Manufacturer narrative:
Analysis summary: software functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that during the case, the site was unable to complete a stealth merge. Site navigated off a single t1 image. When rep arrived on site, he was informed that the t2 image was taken while the patient was moving during the scan which affected the auto merge feature. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.